Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device displayed a "change batteries" message. Complainant indicated that clinicians successfully discharged one shock to the patient, but was unable to sustain a shockable rhythm. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.